Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed power error and replace battery now alarm. The power management tool confirmed power error and replace battery now alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had power error detected on insulin pump. The customer¿s blood glucose level was 12 mmol/l. Troubleshoot was done for power error detected alarm. The customer also reported replace battery now alarm without prior low battery alert on insulin pump. It was reported that the low battery alert anomaly occurred more than once. The insulin pump was returned for analysis.